Event description:
As reported on the novartis nutrition quality complaint form: "md order for 50cc?hr fibersource hn. Pt experiencing vomiting. Nurse administered meds. Pump restarted. 1 1/2 pass, nurse checks pt. Infusion rate 250cc/hr. Pt in respiratory distress. Sent to hosp. Staff checked pump rate & ran pump for approx. 1 hr. Pump did not change rate, unless manually done, pump sent to omni care (provider) to be checked. Omni care contacted personnel to pick up pump. Pump to be sent to novartis nutrition for eval."